Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention took place on (B)(6) 2024 to replace the ipg. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future to address this issue.